Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right ventricular (rv) lead. Technical services (ts) reviewed and recommended adjusting sensing and performing a defibrillation threshold (dft) test. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.